Manufacturer narrative:
Imdrf cause investigation code: code b24 is not available in database to capture event history log review. (B)(6). Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions, h11: investigation summary. Complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 27-may-2026 against "lot number 6015563 and similar malfunction code: malfunction cannot be determined - medical intervention required. No failure detected. The review confirmed that lot 6015563 and the identified failure mode are not associated with any nonconforming reports (ncr)s or corrective and preventive action (CAPA)s of the same or similar nature. Similar complaints search: a query was run in the eqms on 27-may-2026 against "lot number" criteria equal 6015563 and similar malfunction codes malfunction cannot be determined - medical intervention required. No failure detected. The count of complaint is 2. The complaint number are (B)(4). Device history record (DHR) review: the lot 6015563 was manufactured according to the work instruction (wi) version 83 and manufactured in the multivac m12 on 29-sep-2025, with a total of (B)(4). The assembly of the lot 5j03554 was manufactured according to the wi version 30 and manufactured in the line quick set line, on 27-sep-2025, with a total of (B)(4). The assembly of the lot 5j03555 was manufactured according to the wi version 30 and manufactured in the line quick set line, on 27-sep-2025, with a total of (B)(4). The assembly of the lot 5j03556 was manufactured according to the wi version 30 and manufactured in the line quick set line, on 27-sep-2025, with a total of (B)(4). Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion:DHR review supports compliance with manufacturing and quality requirements no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: no device, components, or physical evidence were available for evaluation; therefore, visual inspection and retain-sample testing could not be performed. Based on the event description, assigned malfunction code, and the limited information provided, the reported failure could not be confirmed. Conclusion: no further investigation activities were required. Conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Conclusion summary of complaint investigation: as a result of the following a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6015563 and related malfunction codes. Two complaints were identified for this lot; however, no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. Based on the classification of the malfunction code, this type of issue does not require visual testing, functional testing, or evaluation of retain samples, as it corresponds to categories such as "misuse, user-related issues, or no malfunction alleged." Therefore, no retain samples were requested and no product testing was performed. The assessment was based on documentation only. No manufacturing or quality issues were identified. The record will be closed and monitored through routine tracking and trending. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced a suspected infusion set failure and had high blood glucose event for greater than four hours which was treated by insulin pen on (B)(6) 2026.